Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level. Bg value was not provided. In addition, it was reported that the pump would not turn on, despite being fully charged. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.